Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a labrum surgery the device broke inside the patient. The broken pieces were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. Visual inspection identified that the suture had a breakage and fray ends. The suture anchor was not returned for evaluation. No breakage or damaged was observed to the inserter. The cause remains undetermined. However, the likely causes are improper bone prep, misaligned insertion, prying and/or leveraging the device.